Event description:
Customer stated that after closed the staple, it was failed to be normally fired. Then it didn't form good staple.* *patient involved w/o injury* *patient: (B)(6), male* *surgery: stomach bariatric surgery* *medical intervention did not require* *re-intubation did not necessary* *surgery time did not extend by more than 30mins due to the product problem * *the patient is in good condition now* *the sample will be returned for investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).